Event description:
Clinic notes were received stating that the patient's device was interrogated and programmed off on (B)(6) 2015. Patient has been experiencing hiccups since (B)(6) 2015. The device was disabled and the physician noted that the patient did not have any hiccups for 10 minutes. The physician stated that the hiccups are likely related to malfunctioning of vns. Patient's vns was left off and patient was referred for vns generator replacement surgery and explorative surgery in the neck. Patient's vns settings were last changed in (B)(6) 2015 but the settings change were unknown. Patient had undergone esophagogastroduodenoscopy (egd) but it is unknown if this was prior to or after march. Diagnostic test results were requested but were not received. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator replacement on (B)(6) 2015. The generator was unable to be interrogated. A battery life calculation performed based on the available parameters shows that the patient's device has approximately 1 years remaining until eri = yes. However, this estimation is based on an incomplete programming history. Additional information was received that the field personnel attempted twice to interrogate the patient's generator before the patient was draped and prepped. Both times, the programmer gave an error message because it could not communicate with the generator and thus could not interrogate it. The programming system was not suspected to have caused any communication issue as the same programming system had just been used in three prior cases the same morning with no issues, and it was used successfully to interrogate and program the replacement generator later during the same surgery. No external electromagnetic interference (emi) seemed to be present - programmer tablet was not plugged in, and same configuration of patient and programming system had been used three times earlier in the day with no problems. The suspect device was received for analysis on (B)(6) 2016. Analysis is underway but has not been completed.